Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the non-calcified and moderately tortuous near the anastomotic site of the left forearm. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilatation and the device was initially inflated at 12 atmospheres in the proximal anastomosis. The physician then advanced the device proximally for the another dilatation. However, on the second inflation at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6mmx40mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 11mm distal to the distal edge of the proximal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the non-calcified and moderately tortuous near the anastomotic site of the left forearm. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilatation and the device was initially inflated at 12 atmospheres in the proximal anastomosis. The physician then advanced the device proximally for the another dilatation. However, on the second inflation at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6mmx40mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.